Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. When the tip of the sphincterotome was flexed, the cutting wire broke in one location near the distal end. At this time, one end of the cutting wire remained securely attached to the sphincterotome at the proximal end. During removal of the sphincterotome from the endoscope, the loose end of the cutting wire became lodged in the wire locking device at the proximal end of the endoscope accessory channel and separated completely from the sphincterotome catheter. The detached section of the cutting wire remained lodged in the wire locking device and did not become free inside the patient. A new sphincterotome and wire lock were used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The information in this report was provided to us by cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for the sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. A second breakage of the cutting wire resulting in detachment from the sphincterotome catheter can occur if a compromised cutting wire (i.e. First cutting wire break) is forcefully removed from the wire locking device or through a valve on the proximal end of the endoscope accessory channel. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.